Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Cold insulin had been used. The customer declined further troubleshooting. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
Correction: add: multiple attempts were made to follow up; however, the customer did not respond.the t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
Multiple attempts were made to follow up; however, the customer did not respond.